Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose a few months prior with blood glucose of up to 500 mg/dl at the time of the incident. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated the issue with high blood glucose was caused by a bad site. The customer reported a bent infusion set cannula. The customer had worn the infusion set for more than 3 days. The insulin pump will not be returned for analysis.